Event description:
Bone screw stuck in piece. Case type: tka.

Manufacturer narrative:
Reported event: bone screw stuck in piece. Method & results: device evaluation and results: visual inspection: visual inspection confirmed the bone pin was stuck in the array stabilizer. Product history review: review of the device history records indicates (B)(4) device(s) were manufactured and accepted into final stock on 01/23/2019 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112680, lot 19180618 shows 01 additional complaint(s) related to the failure in this investigation. Pr ID :(B)(4). Conclusion: the failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Bone screw stuck in piece. Case type: tka.